Event description:
Patient called in 2002, alleging that the one touch profile meter was giving inaccurate high readings of 395, 427, 296, 499 and 310 mg/dl. Tests were done 30 minutes apart. Patient visited the phsysician and got medication for diabetes as treatment. Patient stated that results varied greatly from day to day and relies on the readings to inject the proper insulin dosage. Patient contacted the physician because of their concern with the readings. Unable to contact patient for more information.